Event description:
Info received from the doctor indicates this is the first time he used the cavernotomes. He progressed from the smallest tome, to the next size without problems. However, when he was using the next to the largest size, he experienced a distal tunical perforation and the distal tip of the cavernotome was visible at the urethra. The doctor removed the ambicor's right cylinder, crimped and tied the tubing to this cylinder, and proceeded with the implant of the left cylinder and pump. Pt is doing fine.